Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device found no evidence of product malfunction or product error and the need for corrective action is not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with the product/lot combinations provided. Based on the inability to find any nc¿s against the provided product code/lot code combinations, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. By a visual examination of the pictures it can observed the attune rp tib base sz 6 cem with what it appears to be blood residuals., there is no evidence that the report is product related, without the physical product the complaint can't be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary operation was carried out 6 months ago. The knee was valgus pre op. Soon after possibly after a stumble the patella dislocated. The patient had no phisio due to covid and disregard the subluxed patella. Walking with a subluxed patella (laterally) compromised a posterior portion of the mcl making for a very lax flexion gap and allowed the polly to dislocate and the femur to subluxation anteriorly. The knee was revised to a noiles. The tray was difficult to remove and portions of cement are present in 3 of the undercut sections. Doi: (B)(6) 2021, dor: unknown, unknown knee.